Manufacturer narrative:
(E1) initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition.